Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based on a lot number from sales history data. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based on a lot number from sales history data. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. The potential cause of lor syringe leak could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that during an epidural procedure; the syringe failed to hold air. The syringe also failed to provide tactile feedback which made it difficult for the physician to confirm placement in the dura. Another syringe was used without issue. No patient injury or harm reported.